Event description:
A medtronic representative reported that during a spinal fusion procedure, the navigation system images would flip as the surgeon hammered on the navigated instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. Several successful surgeries have been logged against this system since this report. No further issues reported. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.